Manufacturer narrative:
An event of transvalvular regurgitation was reported. Morphological and histopathological examination revealed cusp 1 was torn and there was circumferential fibrous pannus ingrowth on the base of all three cusps. No inflammation or significant calcifications were present. The cause of the reported event remains unknown; however, transvalvular regurgitation is consistent with a torn cusp.

Event description:
On (B)(6) 2011, a 29 mm epic mitral valve was implanted in the mitral position. During a follow-up in (B)(6) 2017, the function of the epic valve was reported as normal. In (B)(6) 2017 the patient developed exertional dyspnea and was noted to be in permanent atrial fibrillation. In (B)(6) 2017, the patient became more symptomatic and severe transvalvular regurgitation was noted on echo. On (B)(6) 2018, the valve was explanted and replaced with a 33 mm epic mitral valve (serial: (B)(4)). Concomitant procedures included a left atrial maze and amputation of the left atrial appendage. The patient is reported to be stable.